Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the deployed clip slipped and came off after the third firing on the blood vessel. After that, the next deployed clip came off as well. Eventually, the target tissue was sealed with a harmonic. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.